Event description:
Boston scientific crm received information that one day post implant the right ventricular (rv) lead exhibited increased threshold and decreased sensing measurements. There was no loss of capture noted. An x-ray revealed a possible dislodgement due to additional slack on the lead. The rv lead was successfully repositioned. At this time, the product remains in service.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.